Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The supplier reported on behalf of the patient's mother. Patient had an eyelet of bivona® flextend¿ tts¿ plus pediatric straight neck flange tracheostomy tubes flange break about 3 weeks ago. Patient uses velcro holders as twill ties that are provided irritate the patient. Patient is currently in process to change out to trachs with either a thicker flange or with a flange made of a different material. In both instances, broken eyelet was observed and an emergent trach tube was performed. It is unknown what the patient's condition is at this time.